Manufacturer narrative:
(B)(4). Date of follow-up report : 11/23/2015. One used lf1737 was received for evaluation. Visual inspection found the overmold melted near the hinge of the jaws. Inspection found that the (B)(4) overmold was melted near the back of the jaws and the seal plate was scorched. The device was activated on a simulated tissue and delayed regrasp alarms sounded frequently, therefore the device could not seal properly. The investigation identified the root cause of the reported event to be undetermined. No failure mode was identified. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that at the time of the initial sealing during the procedure, an activation tone was heard but the tissue was not sealed. There was no steam seen. Another device was used to continue the procedure. There was no patient harm and the operating time was not extended. There was no bleeding.